Event description:
It was reported that the tubing set developed a balloon in the silicone segment during a normal saline infusion. The customer stated that no IV push medication had been given. It was later reported that the patient passed away with the physician documenting in the medical record that the cause of death was cardiogenic shock. The customer further stated that the patient's death was not caused by this event.

Manufacturer narrative:
Cause of death: cardiogenic shock. The customer¿s report that the tubing set developed a balloon in the silicone segment was confirmed. Visual inspection observed evidence that he pump segment had been ballooned. The pump segment was noted to be weakened and deformed near the upper fitment. Functional testing showed no signs of ballooning with the received set. Infusion test with a lab pump module also did not confirm ballooning of the silicone segment of the set. The tubing wall width was measured and found to be concentric and within specification. The report that the tubing set developed a balloon in the silicone segment was confirmed however the root cause of the report could not determined because no balloon segment was replicated during internal lab testing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during patient use.